Event description:
Reportedly, during a pacemaker replacement procedure, when the pacemaker was taken out from its pocket, the lead was taken out from the port w/o the setscrew being unscrewed. Since the observed issue did not involve any unscrewing procedure for the setscrew, the physician returned the pacemaker for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.